Event description:
Related manufacturer report number 1627487-2022-07158. Patient reportedly experienced a lead migration. Patient underwent surgical intervention to rectify the patient issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.